Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a routine follow-up, the asymptomatic patient had an auto mode switching episode due to far-field r-wave oversensing. Programming changes were discussed and were made and the oversensing was fixed. The patient was stable and asymptomatic to the issue and change.